Manufacturer narrative:
The customer declined the option to have their glidescope spectrum smart cable returned to verathon for evaluation. Upon review of the device history for the serial number (B)(4), it was determined that the device was manufactured on 28-jun-2017 and is past the one (1) year manufacture warranty period. The glidescope operations and maintenance manual (omm) states, "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Since the device was not returned to verathon for evaluation, the cause could not be conclusively determined; however, it is likely that the damage to the cable caused or contributed to the event. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently when the cable was manipulated. It was also noted that the cable was physically damaged. The procedure was completed using another glidescope system, which was made available within one (1) minute. No harm to the patient or user was reported.